Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reports having overstimulation twice in the last week; also mentioned their the stim would turn on and off by itself, and that multiple programs with different stim would turn on and overstimulate the pt.  Pt notes she believes it may have been related to her confusion around system use/functionality.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that it was unknown if there were any external/environmental/patient factors that may have caused or contributed to the overstimulation, stim turning on/off by itself, and multiple programs turning on. Diagnostics/troubleshooting included checking the connections and impedances; all were normal. The software was upgraded on the handheld device, and session report and logs were provided to the manufacturer. The cause was unknown and no actions were taken to resolve the issues. The rep met with the patient on tuesday and they have not heard any additional complaints.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.